Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call recurring power error detected alarm. Blood glucose was 8.8 mmol/l. The customer stated that power error detected alarm recurs after 5 hours pump rest. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump will replaced and returned for analysis.